Manufacturer narrative:
Additional information: the customer called the company representative to assist with troubleshooting. It was determine that the issue was due to ¿operator error.¿ a review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 9, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a user error. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the procedure had begun when it was noticed that port 1 and 2 were dim. The auxiliary illuminator was used. Additional information has been requested.